Event description:
Boston scientific received information that this pacemaker and right atrial (ra) lead had displayed decreasing pacing lead impedance measurements down to 200 ohms. High pacing threshold was also noted. Additional information was received and indicating that cause of impedance issue was not determined. The patient would continue to be monitored. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.